Event description:
Patient reported, a left side "nipple went down" in position. And left side possible deflation. "Dent" on the left side of the areola and can "hear" the implant. And the left side implant sounds, "like a water balloon". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.